Event description:
The report is from the study. Two restenosed cyphers were treated with two additional cyphers. Two weeks later, the pt returned to the hospital with dyspnea on exertion. Five months later, the pt passed away. It is unk if the death was cardiac or non-cardiac. The pt was a male with a history of previous pci (which thrombosed), previous CABG, hyperlipemia, type I diabetes, copd, liver disease, and moderate to severe renal disease. Prior to the procedure, the pt was taking aspirin, clopidogrel, insulin, statins, and beta blockers. The indication for the index procedure was stable angina pectoris. During the procedure the pt was given, aspirin, clopidogrel, and heparin. Pre-procedure lvef was 30-50% and cardiac enzymes were normal. After the procedure, ck-mb was <2 times above the upper normal level. The 1st target vessel was a saphenous vein bypass graft (svg). The closes distal anastomosis lead to the distal right coronary artery (rca). The vessel diameter was 3mm and the lesion length was 16mm. Pre-procedure stenosis was 100%. Post-procedure stenosis is unk. Timi flow before and after the procedure was 3. The lesion was an in-stent restenosis of a cypher select 18x3.5mm implanted two yrs earlier. When this cypher was implanted in the svg, the vessel diameter was 3.5mm, stenosis was 70%, and the lesion length was 16mm. It was totally occluded for great than 3 months. The guidewire used in the 2nd case was a mp 5 7fr side hole. Lesion classification was b1. The lesion was pre-dilated with a 2.5x15mm balloon at 8atm. A cypher was deployed at 12 atm. It was post-dilated with a 15x3.18 balloon at 14 atm because the stent was not fully expanded. Ivus was not used. The 2nd target vessel was the distal rca. The vessel diameter was 2.5mm and the lesion length was 31mm. Pre-procedure stenosis was 80%, post-procedure stenosis is unk. Timi flow before and after the procedure was 3. The lesion was an in-stent restenosis of an unk cypher. Lesion classification was c. The lesion was not pre-dilated. Another cypher was implanted at 16atm. It was post-dilated with a 15x2.72 balloon at 14 atm because the stent was not fully expanded. Ivus was not used. The physician commented that it was a "successful stenting." The pt was discharged 4 days later. Medications at discharge were aspirin, clopidogrel, insulin, statins, and beta blockers.

Manufacturer narrative:
Two weeks after the index procedure, the pt visited the ER with dyspnea on exertion. He was hospitalized for approx a month. He has a history of copd with asthmatic component. He is being treated by medication (doubutamine and oxygen). The pt's symptoms improved and he was discharged with no symptoms of dyspnea. Additional info was received on 12/12/07, stating the pt passed away on the month before, due to basal disease ("like prostrate cancer, copd, and chf"). It is unk if the death was cardiac or non-cardiac. There was no autopsy done. In an effort to remain in line with the arc definitions, this death will be coded as a coronary stent thrombosis and reported to the FDA as such. This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-01523, 9616099-2007-01527, 9616099-2008-00084. This product is distributed outside the united states. However, it is similar to us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.